Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This has the potential to cause death or serious injury. Power switching from one battery has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
A report was received that one of the patient's batteries was associated with multiple power switching events. The site reported that the battery's capacity was over 25% at the time of the event and the issue could not be reproduced by manipulating the connections. A preliminary review of the controller log files revealed no controller alarms or pump stop events during the reported timeframe. The battery was exchanged with no reported patient consequence.

Manufacturer narrative:
It was reported that the patient was experiencing power switching.  The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log files covering the reported event date were not submitted and therefore not available for analysis. During bench testing, the battery flashed red when connected to a battery charger. Failure analysis of the returned device revealed that the device passed visual examination but failed functional testing due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. The high max error will cause the battery to flash red on the battery charger. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the max error finding can be attributed to a battery that is out of calibration.  However, this finding is not related to the reported event; a high max error is an indicator of how well the relative state of charge is calibrated and does not affect the functionality of the device, in respect to power switching. The reported power switching could not be replicated during testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. The manufacturer is investigating communication errors on controllers. The manufacturer is also conducting an internal investigation on momentary disconnections between the controller and batteries. The battery passed visual inspection and functional testing;events with power switching are most often attributed to communication errors or momentary disconnections between the controller and batteries. Log files covering the event date, however, were not submitted for analysis. As a result, the reported event could not be confirmed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.